Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, smoke was noticed to be coming from the cannula. The pa then removed the hemopro jaws from the harvesting cannula. After removing the device, once the device hit oxygen in the room, a flame was visible. Another device was used to complete the case. No patient complications were reported. No further details were available from the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.